Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the reported rupture cannot be determined. However, it may have been related to patient factors (advanced age, female gender, frail tissue, severe bulky calcification, narrowing of lms) and/or procedural factors (aggressive valve deployment) or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : remains implanted.

Event description:
Per report received from united kingdom, it was a case of an implant of a 26mm sapien 3 valve, in aortic position by transfemoral approach. The patient had critical aortic stenosis (as) with a severe narrowing of the lms. The procedure started with a 18mm pre-dilation to allow the impella device to provide ventricular support during lms pci. Non-edwards bav and stenting was performed and impella device was removed. There were difficulties crossing the native annulus and it was decided to inflate the nose cone with 2mm of volume which allowed the valve to cross. The valve was implanted and pressures immediately dropped. CPR was performed. An echo was performed in which was detected a large pericardial effusion which was caused by a severe annular rupture. This was confirmed due to the pulmonary artery perfusing within two beats during the aortic angiogram with the excessive contrast volume within the mediastinal tissue upon injection. To solve this issue, a drain was put in place while CPR was ongoing. There was no cardiac output and no option for surgical repair. Therefore, it was decided to end the procedure since the patient passed away. It was felt that the right size valve was correctly selected, given the patients anatomy. As per medical opinion, the root cause of annular rupture was that this was an elderly patient with frail tissue and aggressive valve deployment.